Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage/ device breakage"), antiphospholipid syndrome ("autoimmune issues/ antiphospholipid syndrome"), autoimmune thyroiditis ("hashimoto's hypothyroidism") and ovarian cyst ("ovarian cysts") in a 40-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder sling procedure. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) since 2009 for menstrual cycle management as well as clonidine, fluticasone propionate;salmeterol xinafoate (advair), levothyroxine sodium (synthroid), lithium, topiramate (topamax) and venlafaxine hydrochloride (effexor). On (B)(6)2012, the patient had essure inserted. In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6)2013, the patient experienced transient ischaemic attack ("tia"), 9 months 5 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6)2013, the patient experienced anxiety ("anxious") and depression ("depressed/ severe depression"). On (B)(6)2013, the patient experienced suicidal ideation ("sucicdal thoughts"). In (B)(6), the patient experienced bladder disorder ("bladder problem") and dysuria ("urinary problems"). In (B)(6), the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6)2016, the patient experienced cellulitis ("cellulitis resistant candida"). On (B)(6)2016, the patient experienced vestibular neuronitis ("vestibular neuritis") and vertigo ("severe vertigo"). In (B)(6) 2017, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal distension ("bloating"), ovarian cyst (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), asthma ("worsening asthma"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and headache ("headache") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6)2012, ovaraian cystectomy, oophorectomy (one side removal of ovary) and total hysterectomy and oophorectomy with removal of broken essure). Essure was removed on (B)(6)2012. At the time of the report, the device breakage, antiphospholipid syndrome, autoimmune thyroiditis, abdominal distension, depression, cystitis, urinary tract infection, vaginal infection, suicidal ideation, cellulitis, bladder disorder, dysuria, premature menopause, transient ischaemic attack, vestibular neuronitis, vertigo, dysmenorrhoea, pelvic pain, fatigue, weight decreased, asthma and alopecia had not resolved and the abdominal pain, ovarian cyst, migraine, anxiety, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antiphospholipid syndrome, anxiety, asthma, autoimmune thyroiditis, bladder disorder, cellulitis, cystitis, depression, device breakage, dysmenorrhoea, dysuria, fatigue, headache, migraine, ovarian cyst, pelvic pain, premature menopause, suicidal ideation, transient ischaemic attack, urinary tract infection, vaginal infection, vertigo, vestibular neuronitis and weight decreased to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Events per pfs: bladder infection, urinary tract infection, vaginal infection, suicidal thoughts, autoimmune issues/ antiphospholipid syndrome, cellulitis resistant candida, bladder problem, urinary problems, menopause, tia, vestibular neuritis, severe vertigo, dysmenorrhea (cramping), pain, fatigue, weight loss, worsening asthma, hair loss and lower abdominal pain. Concomitant medication and medical condition were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage"), autoimmune disorder ("autoimmune issues") and autoimmune thyroiditis ("hashimoto's hypothyroidism") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and oophorectomy with removal of broken essure). Essure was removed in 2014. At the time of the report, the device breakage, autoimmune disorder, autoimmune thyroiditis, abdominal pain, abdominal distension, ovarian cyst, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, autoimmune thyroiditis, depression, device breakage, migraine and ovarian cyst to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.